Manufacturer narrative:
Serial number was unknown therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due multi organ failure. The multi organ failure and death were related to a clot burden in the aorta. No autopsy was performed. The device was explanted but was not returned for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events leading up to the patient¿s expiration could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2013 (over two months following initiation of left-sided centrimag support on (B)(6) 2013). The cause of expiration was stated as multiorgan failure related to significant aortic clot burden. An autopsy was not performed. No alarms or functional issues with the lvas were reported in association with the event. It was reported that the lot number of the blood pump was unknown and the device would not be returned. The pedimag blood pump IFU lists end organ dysfunction and embolic phenomena as possible side effects of using the device. This document additionally warns that the pedimag blood pump has not been qualified through in vitro, in vivo, or clinical studies for long term use (i.e., longer than six hours) as a bridge to transplant, for pending recovery of the natural heart or for extracorporeal membrane oxygenation. Use of this pump for periods longer than durations appropriate to cardiopulmonary bypass procedures may result in pump failure, reduced pumping capacity, excessive blood trauma, degradation of blood contact materials with possibility of particles passing through the blood circuit to the patient, leaks, and increased potential for gaseous emboli. The pedimag blood pump IFU lists end organ dysfunction and embolic phenomena as possible side effects of using the device (IFU warning #3). The subsection titled indications for use explains that the pedimag blood pump is indicated for use with the centrimag console and motor to pump blood through a complete extracorporeal bypass circuit for extracorporeal circulatory support for periods appropriate to cardiopulmonary bypass (up to six hours) for surgical procedures such as a mitral valve reoperation. It is also indicated for use in extracorporeal support systems (for periods up to six hours) not requiring complete cardiopulmonary bypass (e.g. Valvuloplasty, surgery of the vena cava or aorta, liver transplants etc.). The IFU contains the following additional warnings and cautions: IFU warning #1: the pedimag blood pump has not been qualified through in vitro, in vivo, or clinical studies for long term use (i.e., longer than six hours) as a bridge to transplant, for pending recovery of the natural heart or for extracorporeal membrane oxygenation. IFU warning #9: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #23: use of this pump for periods longer than durations appropriate to cardiopulmonary bypass procedures may result in pump failure, reduced pumping capacity, excessive blood trauma, degradation of blood contact materials with possibility of particles passing through the blood circuit to the patient, leaks, and increased potential for gaseous emboli. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a spare pedimag blood pump, back-up console, motor, and accessories available for change out. No further information was provided. The manufacturer is closing the file on this event.